Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code batch for the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received two pictures showing 3 open samples with the needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the open samples of the pictures received and that there are previous confirmed complaints regarding the same issue for this code-batch, we consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in the previous complaints showed that the needle escaped from the thread. Final conclusion: taking into account the pictures received showing three defective samples, we conclude that this complaint is confirmed by evidence of the failure in the pictures received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the surgical needle was detached from the suture thread. Before use. No patient involvement.